Manufacturer narrative:
The manufacturing batch records and quality control release testing for kit part number 190-000 / lot 1015374 and test base part number 190-430 / lot 1015374 were reviewed. This lot met the required release specifications. The investigation is not complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported conflicting result with the ID now covid-19 assay. The customer reported positive results on a direct tested swab with the ID now covid-19 assay performed (B)(6) 2020. The kitted swab was used to collect specimen from both nostrils. At a different location, additional testing on a nasal kitted swab with the ID now covid-19 assay generated negative results. No confirmation testing information was provided. The patient was not symptomatic at the time of testing. The patient was considered a close contact of a covid-19 positive case. No further patient information, including outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Negative results should be treated as presumptive and, if inconsistent with clinical signs and symptoms or necessary for patient management, should be tested with different authorized or cleared molecular tests. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reported as it is unknown which result is correct.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 1015374 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false positive and as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1015374 showed that the complaint rate are 0.002% and 0.002%, respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however it could possibly be related to the specific patient samples. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.